Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had alert for out of range shock lead impedance. The impedance value had not yet showed up on the remote monitoring system, thus additional information was requested to determine the value. Additional information determined that the impedance was since back within normal range, so the plan was to monitor. The lead remains in-service, and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator was thoroughly inspected and analyzed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had alert for out of range shock lead impedance. The impedance value had not yet showed up on the remote monitoring system, thus additional information was requested to determine the value. Additional information determined that the impedance was since back within normal range, so the plan was to monitor. The lead remains in-service, and no adverse patient effects were reported. Eventually, this crt-d was explanted due to normal battery depletion and was returned for analysis.